Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump shut off with no warning. The reporter stated that the issue was not resolved with a battery change and that the battery cap was never changed. The reporter denied cracks to the pump and stated that the yellow o- ring on the battery cap was always visible. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: there was no unexplained power on resets observed in the black box history. No physical damage was observed to the returned battery cap or battery compartment; the returned battery cap fastened securely and held power to the pump. The pump powered on with auditory and vibratory alarms. There were no intermittent power issues observed when the pump was exercised for 24 hours with the returned battery cap. The initial complaint of power loss was not duplicated during testing. The pump was opened and internal moisture was observed in the pump. Unrelated to the initial complaint, the display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.